Event description:
Our hospital recently began using b.braun's outlook 100 infusion pumps. These pumps have a programmable drug library. During the course of implementing the pumps and continuing to present we have had multiple (23+/-) instances of the pumps "losing" their drug libraries (i.e. The pumps default to their factory preset and prompt the user to enter the dosing information rather than allowing the user to pull information from the drug library). This does not impact the patient as the rn's can revert back to programming the rates manually, but our staff have been trained to utilize the libraries which is the safest method. In troubleshooting the issue, b. Braun did send a software upgrade (version 151510) which has not fixed the problem (with the software upgrade, we no longer see error 75, but we now see error 74, and the pumps still "lose" their drug libraries). B.braun has suggested this is possibly a result of the pumps running low or out of battery power. Our staff have been pulling these pumps from service, have sent them to clinical engineering for "re-loading" of the software and the issues have not subsided. Our bio-med does indicate they have had several pumps which have run out of battery power completely (purposefully while trying to troubleshoot the problem) and these pumps have retained the library despite the battery being depleted." B.braun is now in the process of replacing the batteries in our pumps as we may have gotten a bad batch of batteries.